Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 006) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/03/2017 with the following findings:.reported date from (B)(6) 2016 is overwritten, cgm history shows ¿cs206¿ cgm transmitter out of range warnings. ¿cs206¿ warning is defined as pump and sensor/transmitter are not within 12 feet of each other..-test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. Three-pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No¿cs206¿ warning or any alarms occurred during the investigation, unable to duplicate ¿cs206¿ complaint.